Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-05608/05610).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient has been referred to an allergist due to possible metal reaction, pain, rash, swelling, and itching. There has been no reported revision procedure to date. A review of the invoice history confirmed the initial surgery date.